Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, two main drawers failed, and were unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 4 drawers 2, 3, 5, 6 were failed. The field service engineer (fse) had locked down the latch sensor on auxiliary 5.1. On the other three drawers, the fse had reseated the retractor band connectors and the row board cable at the drawer controller board for drawers 6-1 and 6-2. Additionally, the fse had released all pockets, had removed debris, and had tested the lids, ensuring proper functionality. The system functioned as intended after the field service engineer repaired the device.